Event description:
It was reported that the subject device did not receive the base monitor image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation and since the device was not returned to olympus a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.